Event description:
This is a spontaneous case report received from a medical doctor in united states on 25-oct-2016 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted on an unspecified date, lot number d19669. The implant tip bent with the first and on the second it was not inserted properly and was stretched when removed. They subsequently had to pull it out and when doing so, it broke and they had to remove two pieces. Company causality comment: a female patient of unspecified age had essure (fallopian tube occlusion insert) inserted and it broke and they had to remove two pieces. Device breakage is regarded as anticipated event according to the reference safety information for essure. In this particular case, the device breakage occurred during insertion procedure. Therefore, a causal relationship with essure cannot be excluded. This case was regarded as other reportable incident due to the device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Further information and product technical analysis are being sought.

Manufacturer narrative:
Most recent follow-up information incorporated above includes: on 13-feb-2017: follow-up attempts were completed, with no response to date. Company causality comment: a female patient of unspecified age had essure (fallopian tube occlusion insert) inserted and it broke and they had to remove two pieces. Device breakage is regarded as anticipated event according to the reference safety information for essure. In this particular case, the device breakage occurred during insertion procedure. Therefore, a causal relationship with essure cannot be excluded. This case was regarded as other reportable incident due to the device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Based on the available information a product quality defect could not be confirmed but is considered plausible. No further information is expected.

Manufacturer narrative:
Quality-safety evaluation of ptc: ptc global number (B)(4). UDI number (B)(4). Expiration date 28-oct-2017 and production date 22-oct-2014. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. There was no event reported which indicates a new technical failure mode for the device. Based on the available information a product quality defect could not be confirmed but is considered plausible. Based on the provided information the detect type corresponds to the following meddra llt: device breakage. Since no medical events were reported at this point in time, the assessment of a relationship with a quality defect, as well as, a batch investigation with respect to similar ae cases are not applicable. Most recent follow-up information incorporated above includes: on 29-dec-2016: quality safety evaluation of ptc. Company causality comment: a female patient of unspecified age had essure (fallopian tube occlusion insert) inserted and it broke and they had to remove two pieces. Device breakage is regarded as anticipated event according to the reference safety information for essure. In this particular case, the device breakage occurred during insertion procedure. Therefore, a causal relationship with essure cannot be excluded. This case was regarded as other reportable incident due to the device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Based on the available information a product quality defect could not be confirmed but is considered plausible. Further information is being sought.